Manufacturer narrative:
The proximal locking screws were removed and replaced on (B)(6) 2016 without incident. To date, the patient is doing fine and no negative outcomes were reported. A DHR review revealed that the precice nail met all of the required quality inspections and was released within specifications.

Event description:
A distributor reported that the proximal locking screws for a patient's precice nail appeared to be backing out after over one (1) month of implantation.

Manufacturer narrative:
This supplemental report was sent to update the MFR report number. Supplemental 3001679046-2016-00043-1 was submitted under the incorrect report number.